Event description:
It was observed during the device inspection that subject device had no image displayed due to image guide bundle damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation and the information provided, it is likely due to some kind of physical stress. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.